Event description:
It was reported that the technical service dept found the handpiece overheated. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.